Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the issue occurred 2 hours after initiation of support. The source of the rupture was loose tie band connections. Bleeding/rupture resolved with reconnection of the circuit. The patient was recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned oxygenator by the manufacturer (eurosets) found that the device was compliant with the technical specifications, and no device issues were identified. It was reported that the event was due to the tie band connections being loose. The oxygenator was returned to abbott where an initial visual inspection was performed that revealed no obvious damage. The outlet tubing was noted to have a tie band around it that was not tightened over the outlet port. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 liters per minute (lpm) and remained in the mock loop for 6 hours. During this time, no oxygenator leaks were identified. The device history record for the oxygenator, lot #8473201, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Based on the technical investigation, eurosets was unable to identify any device issues, and the oxygenator was found to be compliant with the technical specifications. The eurosets oxygenator instructions for use (IFU) warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. The IFU warns to check that tube connections are correctly and securely fastened. The detachment of unsecured tube connections can lead to blood loss and air embolism in the patient. The IFU also warns that all connections downstream of the pump must be secured by means of tie wraps. The IFU also includes instructions for oxygenator replacement, which instructs to verify all connections and secure with tie wraps. The production documentation for the eurosets oxygenator, lot #8473201, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including blood leakage caused by mechanical failure (e.g. Loss of mechanical integrity). These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Also, under the section titled ¿set up¿, the IFU warns to check that all connections are properly secured or closed. Check that tube connections are correctly and securely fastened. The detachment of unsecured tube connections can lead to blood loss and air embolism in the patient. This section also warns that all the connections downstream of the pump must be secured by means of tie wraps. The section titled ¿priming and recirculation procedure¿ also instructs to secure with tie wraps all aspiration lines connected to the cardiotomy. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. This sections also instructs to verify all connections and secure with tie wraps. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an extracorporeal membrane oxygenation (ECMO) circuit rupture that resulted in a massive blood loss to the patient. Resuscitative measures were initiated, included activating the massive transfusion protocol (mtp). The patient was successfully resuscitated and placed back on ECMO.